Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.

Event description:
The customer reported via phone call that he was trying to rewind the insulin pump but the insulin pump would not rewind. The insulin pump pushed forward, did not stop, and then alarmed motor error. During a bolus the insulin pump alarmed motor error and no delivery. The insulin pump alarmed motor error several times during boluses. The boluses were interrupted by the motor error alarms. He reverted to manual injections. His blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.